Event description:
It was reported the patient was experiencing abdominal pain. The patient had a large right lower quadrant abdominal wall hematoma with fluctuance and hypotension. Wound exploration found bleeding from the abdominal wall muscular edge. The patient underwent surgical pocket revision. When the pump pocket was opened, approximately 350-400 mls of bright red blood was noted to "gush" out. The drug used in the pump was hydromorphone 0.3 mg/ml, and bupivacaine 7.3 mg/ml at a dose of 0.29979 mg/day. The patient recovered without sequela.